Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. Possible over delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side, cracked case at corner of the belt clip rail, stained/scratched serial number label, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 13-apr-2023 in the pump history screen. 04/13/2023 09:55:18.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 7.2 bolusamountdelivered = 7.2 04/13/2023 15:50:36.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 4 bolusamountdelivered = 4 please see below for the daily total of all insulin delivered on the event date 13-apr-2023. 04/14/2023 00:00:00.000 dailytotals dailytotalcollectionstarttime = 04/13/2023 00:00:00.000 dailytotalofallinsulindelivered = 24.9 dailytotalofbasalinsulindelivered = 13.7 dailytotalofbolusinsulindelivered = 11.2 please see below for the pump errors/alarms noted 1 week prior to the event date 13-apr-2023 in the pump history file. 04/13/2023 09:13:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal 04/13/2023 09:18:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal 04/13/2023 09:20:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The pump passed the functional testing. Unable to confirm alleged dka/high bgs/low bgs. Possible over delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added which was missed in the initial report. The information has been provided in section h6 with this report. Health effect ¿ clinical code 1905 and 1912 have been added and provided with this report in section h6. Health effect ¿ impact code 4607 (hospitalization or prolonged hospitalization) has been added and provided with this report in section h6.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the pump was giving a high or low blood glucose that led to the hospitalization as experienced hyperglycemia and diabetic ketoacidosis with a blood glucose value of 350 mg/dl at the time of the event. The customer was treated with the IV insulin drip and manual injection and the customer experienced symptoms, flu, headache and tired/weak.   Troubleshooting was performed and found that the customer had been using the insulin pump system within 48 hours and the auto mde feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.